Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Discordant, falsely low beta human chorionic gonadotropin (bhcg) results were obtained on a patient sample on the dimension vista 1500 instrument. None of these results were reported to the physician(s). The same sample was rerun on the same instrument, an alternate dimension vista instrument and an alternate immulite instrument, resulting higher. The bhcg result of 43 miu/ml was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bhcg results.

Manufacturer narrative:
Additional information (18-apr-2018): siemens investigated the event to determine the cause of the discordant, falsely low beta human chorionic gonadotropin (bhcg) results obtained on a dimension vista 1500 instrument. Siemens observed that there were no instrument or sample errors generated when discordant results were obtained on the patient sample. Since quality controls were within expected ranges on the day of the event, siemens determined that the assay and calibration performed as expected. Siemens determined that a different sample aliquot was used to run the bhcg test than the aliquot used to run the other clinical tests in other relevant history of the initial MDR. Based on the information provided, siemens determined that there was an issue with the sample aliquot used to obtain the discordant, falsely low bhcg results. Pre-analytical variables potentially impacted the sample quality as issues during pre-centrifugation, centrifugation and post-centrifugation may have led to gel droplet formation (containing cellular material) or fibrin formation in the plasma or serum portion of the sample. These substances were potentially aspirated into the aliquot well or probe and possibly impacted sample delivery, causing the discordant, falsely low bhcg results. The instrument is performing according to specifications. No further evaluation of this device is required.